Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm aortic pericardial valve, implanted approximately five (5) years and seven (7) months, was explanted due to aortic stenosis secondary to calcification and pannus formation. The device was replaced with a non-edwards valve with no adverse events. The patient status was reported as ¿recovered¿. There was no allegation of device malfunction.

Manufacturer narrative:
H10: additional manufacturer narrative. Updated a1, a2, b5, d4, and h3 per new information received. H3: product evaluation. Customer reports of calcification and stenosis were confirmed through observed calcification. X-ray demonstrated wireform intact; heavy calcification was observed on leaflet 2, moderate calcification on leaflet 1, and minimal calcification on leaflet 3. Host tissue on the stent circumference was minimal at the inflow and outflow aspects. Calcification restricted leaflet mobility and led to stenosis. Sewing cloth and silicone of sewing ring had multiple cuts around the valve. The metal band was exposed at leaflet 1; wireform was also exposed at commissure 2 on the outflow aspect. The device was returned for evaluation. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event.

Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device was returned and product evaluation is in progress. The root cause of this event cannot be conclusively determined. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm aortic pericardial valve, implanted approximately six (6) years, was explanted due to aortic stenosis secondary to calcification. The device was replaced with a non-edwards valve with no adverse events. The patient status was reported as ¿recovered¿. There was no allegation of device malfunction.